Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., UDI no.), d.6b (date of explant), g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with recurrent lower midline incisional hernia thereby underwent open repair with the implant of ventralex patch. Per op notes, ¿hernia sac was reduced in lower midline. A small ventralex patch was placed below the defect and secured using sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with lower quadrant mesh infection thereby underwent open repair with the removal of mesh. Per op notes, ¿the mesh was free floating in the subcutaneous tissue was dissociated from the fascia and removed. Abdominal wall soft tissue infection was noted.¿